Event description:
The son of a home patient reported a cracked minicap. The crack was noted on the side of the mincap near the finger flange area. A betadine leak was noted on the home patient's transfer set belt. No patient injury or medical intervention reported.